Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call button error alarm, empty reservoir alarm and high blood glucose levels. Customer's blood glucose level was 456 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for button error alarm was performed. Customer advised the esc button was unresponsive. Customer advised they removed the insulin pump and reservoir due to button unresponsiveness. Customer was advised they received the empty reservoir alarm due to removing reservoir from the insulin pump. Customer advised the esc button did work and they cleared the empty reservoir alarm. Customer was advised they needed to get out of the rewind/prime status screen in order to check the alarm history and troubleshoot the device.